Event description:
It was reported that the patient had a small area of skin breakdown over the left back region around the battery where a spinal cord stimulation (scs) lead exits the skin and a small portion of the lead visible through the skin with mild surrounding redness and discomfort. It was also noted that the patient had a weight loss due to a non-device related surgery causing lost in fat on top of the leads around the battery area. In addition, the patient experienced inadequate stimulation due to high impedances and had difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number:17421739. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI):(B)(4). Model number/catalog number: sc-1232. Serial number:(B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 17248765. Model/catalog description: clik anchor. Unique identifier (UDI): (v)(4). Model number/catalog number: sc-3400-30. Serial number: (B)(6). Batch/lot number: 17354437. Model/catalog description: splitter 2x8 kit-sterile. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-3400-30. Serial number: (B)(6). Batch/lot number: 17354437. Model/catalog description: splitter 2x8 kit-sterile. Unique identifier (UDI): (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number:17421739. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-1232, serial number: (B)(6), batch/lot number: 776264, model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI): (B)(4). Model number/catalog number: sc-4316, batch/lot number: 17248765, model/catalog description: clik anchor, unique identifier (UDI): (B)(4). Model number/catalog number: sc-3400-30, serial number: (B)(6), batch/lot number: 17354437, model/catalog description: splitter 2x8 kit-sterile, unique identifier (UDI): (B)(4). Model number/catalog number: sc-3400-30, serial number: (B)(6), batch/lot number: 17354437, model/catalog description: splitter 2x8 kit-sterile, unique identifier (UDI): (B)(4). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Sc-1232 sn: (B)(6). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that the patient had a small area of skin breakdown over the left back region around the battery where a spinal cord stimulation (scs) lead exits the skin and a small portion of the lead visible through the skin with mild surrounding redness and discomfort. It was also noted that the patient had a weight loss due to a non-device related surgery causing lost in fat on top of the leads around the battery area. In addition, the patient experienced inadequate stimulation due to high impedances and had difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure. Additional information was received that the patient was doing well postoperatively, and all explanted device components will not be returned.